Event description:
Patient contacted dexcom technical support to report cgm inaccuracy compared to blood glucose meter. Patient also reported insertion in the thigh. The device is not indicated for insertion in the thigh. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries. Dexcom technical support left three voice messages while attempting to gain additional information, such as the sensor lot number.